Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the protective coating was ripped near the tip. However, for clarification, the nonconformance was a broken tube extension. Based on this, the complaint was confirmed. Tube extension was found to be broken and missing a piece at the distal end of the tube extension. The clevis was dislodged from tube extension. Engineering concluded that the tube extension was likely broke due to excessive side loading or other type of mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted the 'protective coating near tip ripped' on the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.